Manufacturer narrative:
Trend analysis conducted and no adverse trend observed. Sample not saved. No report of device malfunction. The root cause of the end user's urethral bleeding cannot be determined.

Event description:
It was reported that the end user was being cathed with a hollister onli hydrophilic urethral catheter. There was some urethral resistance but the catheter was advanced anyway. Following the catheterization, the end user experienced urethral bleeding. Two days later, he saw his doctor who inserted a foley catheter which stayed in place for 4 days. When the foley was removed, there was no bleeding and the end user has been voiding without the use of any catheter. The end user was told to not take his xarelto for 24 hours immediately after his bleed.